Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was in the hospital for a week for high blood glucose. He had high blood glucose on (B)(6) 2014 and was throwing up for eight hours. He was dehydrated. He changed his insertion site and gave himself a bolus delivery that night. Customer's blood glucose never came down. Changing his infusion set did not resolve the issue. Customer woke up the next day with his blood glucose still high. Customer then went to the hospital. He was released on (B)(6) 2014. Customer's blood glucose was 600 mg/dl when admitted. Customer had been taking steroids for his pneumonia, which would raise his blood glucose, but customer has been off the medication for two months. The cause of the hospitalization was hyperglycemia. The doctor said it was a site issue. Customer was treated with fluids through an IV. In troubleshooting, no device anomalies were found. Nothing further reported.